Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au480. Chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced tubing 6, reference electrode, reference valve, ise tube set, tubings from all reagents to ¿bulkhead¿, j nozzles, cleaned sample probe, reseated reference block and electrodes and tightened all grounding screws on reference bar which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).